Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for alleged failure that the user experienced since the sample was not available for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the right common femoral artery was punctured and a 6fr angio-seal sheath was used to perform myocardial biopsy. After the biopsy, the angio-seal device was used for hemostasis. As the patient was skinny, the collagen sponge could not completely enter the skin. When the physician was working on that, the collagen sponge and the anchor came out of the skin. At that time, bleeding was noted at the puncture site. Manual compression was therefore applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient recovered. The procedure before deploying the device was myocardial biopsy. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. Bleeding occurred in the procedure room. The patient did not require surgical intervention due to the event. Additional information was received on 15january2021: the estimated blood loss was less than 250cc's.